Manufacturer narrative:
Analysis was normal. No anomaly was found.(B)(4).

Event description:
It was reported that multiple non-sustained lead noise episodes were noted. Intermittent ventricular events fell into the ventricular blanking period after atrial pacing. Reprogramming was recommended. The patient ha d an infection and the system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.